Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to provide an update on the model number and h4 field due to a correction required. Corrected field: d1, d2a, d2b, d4, d4(primary UDI number), h4. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit, a noise image occurs. The issue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device encountered screen noise. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.